Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included miscarriage. Concomitant products included levothyroxine and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), malaise ("malaise"), gastrooesophageal reflux disease ("reflux disease"), depression ("depression") and anxiety ("anxiety"). In 2012, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient was found to have the first episode of benign neoplasm ("tumor / teratoma / cancer type: benign"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux disease / reflux disease worsened"), abdominal pain ("left side abdominal pain"), abdominal distension ("bloating/ fullness") and abdominal discomfort ("abdominal pressure") and was found to have hormone level abnormal ("hormonal changes describe: not given") and the second episode of benign neoplasm ("benign tumor"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)oophorectomy (left side removal of ovary),removal abd mas). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyspareunia and gastrooesophageal reflux disease had resolved, the hormone level abnormal, hypersensitivity, female sexual dysfunction, migraine, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder, alopecia, abdominal pain and abdominal distension was resolving and the mood swings, malaise, depression, anxiety, the last episode of benign neoplasm and painful intercourse outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, malaise, migraine, mood swings, painful intercourse, pelvic pain, weight increased, the first episode of benign neoplasm, dyspareunia and the second episode of benign neoplasm to be related to essure. The reporter commented: hysterectomy(full),salpingectomy(bilateral)oophorectomy (left side removal of ovary),removal of large abdominal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, malaise, reflux disease, depression, anxiety, benign tumor and dyspareunia (painful sexual intercourse) added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". Concomitant products included levothyroxine and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient was found to have benign neoplasm ("tumor / teratoma / cancer type: benign"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux disease / reflux disease worsened"), alopecia ("hair loss"), abdominal pain ("left side abdominal pain"), abdominal distension ("bloating/ fullness") and abdominal discomfort ("abdominal pressure") and was found to have hormone level abnormal ("hormonal changes describe: not given") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral) oophorectomy (left side removal of ovary), removal abd mas). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hormone level abnormal, hypersensitivity, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, benign neoplasm, fatigue, weight increased, gastrointestinal disorder, alopecia, abdominal pain and abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, benign neoplasm, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: hysterectomy(full),salpingectomy(bilateral) oophorectomy (left side removal of ovary), removal of large abdominal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lab data added. Concomitant medication added. Events: pain, hormonal changes describe: not given, allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: benign, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: reflux disease / reflux disease worsened, hair loss, left side abdominal pain, bloating/ fullness / pressure, plaintiff did not underwent for essure confirmation test were added.